Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 04/23/2020. Photographs were provided by the account. It was observed that the locking lever was broken and detached from underneath the mount. An investigation was conducted on 05/06/2020. Signs of clinical use and evidence of blood was observed. It was observed that the locking lever was broken and detached from underneath the mount. Based on the returned condition of the device and the evaluation results, the reported failure break was confirmed. The shop floor paperwork (DHR) was reviewed. The record shows the device lot conformed to all applicable specifications.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv stabilizer system is broken while the opcab - op is accessed. When understanding the acrobat suv for a new position, this and the fixing of the acrobat suv to the retractor (ultima activator ua-5001) on the fixation / fastening shoe of the acrobat suv have broken differently. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID#(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv stabilizer system is broken while the opcab - op is accessed. When understanding the acrobat suv for a new position, this and the fixing of the acrobat suv to the retractor (ultima activator ua-5001) on the fixation / fastening shoe of the acrobat suv have broken differently. A replacement device was used to complete the procedure. The hospital did not report any patient effects.